Event description:
Approximately 25 minutes after initiation of treatment with the dialyzer, the patient experienced severe abdominal pain, shortness of breath, chest pain and felt hot. Treatment was discontinued and patient was administered oxygen and morphine. The dialyzer and circuit were discarded.